Event description:
The black cap on the tip of the instrument is missing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the returned product confirms that the black plastic tip is missing. The product is old (mfg 2007) and has been subjected to heavy usage. A search of the complaint database found a previous corrective action (B)(4) was implemented after the manufacture of the current complaint samples for the protective cap becoming damaged/disassembled. Although there was a previous corrective action, the root cause of the current reported event is attributed to product wear out, as the product has been in service for numerous years. Based on the investigation determination of wear out as the root cause and a previous corrective action implemented, no additional corrective action is required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.